Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) stated their remote communicator displayed a red call doctor icon. Troubleshooting was performed, and high out of range pacing impedance measurements greater than 3000 ohms were observed on the right ventricular (rv) lead. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.